Event description:
Healthcare professional reported rupture 'a right rupture'. Right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on anterior and radius side assessed as surgical damage and observed broken on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture 'a right rupture'. Right side. The device has been explanted.